Manufacturer narrative:
A steris service technician inspected the washer and confirmed the washer is displaying alarms as indicated by the user facility. In order to acknowledge the alarm the customer needs to shut down their washer and restart the cycle. After the customer restarts the cycle, the cycle completes successfully with no issues. The washer was manufactured in 2013 and is not under steris service contract. Investigation of this event is currently in process. A follow-up report will be submitted when additional information is available.

Event description:
The user facility is expressing dissatisfaction regarding the operation of the washer due to the reoccurring alarms and restart time of their washer. Procedural delays were reported due to the reported event.

Manufacturer narrative:
The hamo vision single chamber washer is equipped with various cycles to accommodate user needs. The user facility selected a cycle with an extended wash phase which can cause the water within the washer to exceed the water temperature set point and activate the reported alarm. This sequence of events occurs if the user facility completes several extended wash cycles in succession. The steris service technician reviewed this information with the user facility and advised the facility to use an alternative cycle for processing instruments.